Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that while removing the device, the surgeon asked if the correct wrench was being used because the p+/p set screw was completely loose and was loose prior to using the wrench. The device was removed. No patient complications have been reported as a result of this event.